Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix mechanism which is normal for active fixation leads. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during a follow up visit about three weeks post implant, this right atrial (ra) lead appeared to have dislodged. Results from xray imaging confirmed the dislodgement. The ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that during a follow up visit about three weeks post implant, this right atrial (ra) lead appeared to have dislodged. Results from xray imaging confirmed the dislodgement. The ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead is expected to return for analysis.